Manufacturer narrative:
The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer visera elite ii video system center has ¿no image in the screen as well in the monitor after connecting camera head.¿ the reported problem was found during inspection before use. The intended diagnostic procedure was completed using another tower. The customer reported this is a repeated error and the device is being returned to olympus for the third time with the same problem. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned where service was unable to verify the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and the fact that the event was not reproduced during the inspection and that the camera head was used in a dry condition, this event may have been caused by the endoscope (fiberscope or rigid scope) or the camera head. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.